Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; pr duct ID 3708340, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6)2008, product type recharger; product ID 3487a-33, lot # v048164, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported that one time the patient forgot to charge their implantable neurostimulator (ins) and it went into overdischarge state. Now they were only able to charge to &#59398;ull. There were no patient symptoms reported. The indication for use for the implanted device was noted as peripheral neuropathy. If additional information is received, a follow-up report will be sent.